Event description:
Procedure: roux-en-y. According to the reporter: on the third firing during the creation of the new gastric pouch, staples did not form. Bleeding occurred. The surgeon cut out the staple line. The cause continued on and the surgeon had to create a smaller pouch.

Manufacturer narrative:
(B)(4).